Event description:
It was reported that after an intraocular lens (iol) was inserted into a patient¿s operative eye, adhesion of a foreign substance was observed on the lens. The lens was removed from the eye and procedure was completed successfully using a different lens. Reportedly, after removal, the adhered substance was still on the removed lens. There was no abnormalities in the color of the product reported. No medical or surgical interventions required. It was confirmed that the patient is able to lead their daily life and no problem reported. There was no patient injury. No further information was provided.

Manufacturer narrative:
Date of event: unknown, the information was not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Concomitant medical products: healon, mode/lot: unknown; alcon cartridge, model/sn: unknown. Telephone number: (B)(6). The device was not returned for analysis; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noted that the section "g4" of the initial MDR report was inadvertently populated with the PMA# p980040 which is incorrect. The "g4" field should have been kept blank and the justification for that should have been entered in the section "h10" of the initial MDR report. Therefore, the information has been captured in this supplemental MDR report and the following fields were updated accordingly: section g4: this report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. Additional information: section d9: device available for evaluation: yes . Section d9: returned to manufacturer on: sep 2, 2022. Section h3: device evaluated by manufacturer: yes . Device evaluation: the complaint lens was received stuck to the patient stickers. The original lens case was, original folding carton, patient stickers, a patient identification (ID) card, an implant notification card, and the direction for use (dfu) were received as well. Visual inspection of the lens revealed that it was coated in viscoelastic residue. Fibers could be observed to be stuck to the optic body. A dark spot in the middle of the lens could also be identified. The lens was sent to an independent laboratories for fourier transform infrared (ftir) testing. Per the independent laboratories, the foreign substance tested is consistent with a mixture containing polypropylene and an adhesive similar to an acrylic species. The ftir spectrum raw data output file generated by the independent laboratories was then compared against the johnson & johnson añasco manufacturing process ftir library yielded one result with at least a 0.90000 correlation. The top hit was ¿lens module¿ with a 82293538 correlation. No additional matches were identified. The complaint issue "foreign material - loose" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.